Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during normal device change out, real time trends showed increased in pacing impedance. The physcian decided to postopone the procedure and explanted the lead and device at a later date. The lead and device will not be returned.